Event description:
Male pt was presented to the interventional lab for stenting of a lesion located in the subclavian vein (side unk). The vessel was mildly tortuous. Calcification and stenosis was unk. There is no info as to where the physician made access to the pt. The physician was able to cross the lesion with a guidewire, without difficulty. The info states that when the physician approached the lesion with the stent delivery system (sds), the stent jumped over the target lesion, and could not be placed in the accurate position. The physician verified, with x-ray, that both the lading and trailing markers were proximal and distal to the stent and all alack in the catheter was removed prior to deployment. The lesion was completely covered with another stent. There was no injury to the pt.